Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer completed a fill tubing, acknowledged the alarm, and resumed insulin. Frequent and recurring occlusion issues were noted, leading cts to transfer the caller and request further assistance.